Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working as intended. Two weeks later, the patient underwent surgical intervention to revise the device. The device was inspected, and a crack was identified in the right cylinder connecting tube. The pump was replaced and there were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned component underwent a thorough analysis. The pump was microscopically examined and contamination from bodily fluid was found within the pump; therefore, functional testing was unable to be performed. There were no fluid leaks identified with the component. The tubing was cut down to the pump block and not returned for analysis. Based on the information available, the reported allegations could not be confirmed.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working as intended. Two weeks later, the patient underwent surgical intervention to revise the device. The device was inspected, and a crack was identified in the right cylinder connecting tube. The pump was replaced and there were no patient complications reported.